Manufacturer narrative:
Device evaluation: the device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to component failure due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact air drive device had low power, the mode switch resistance was too low and the device was difficult to assemble/ disassemble it was further determined that the device failed pretest for check starting behavior at 3 bar, check the power with test bench at 6 bar: min. 110 to 160 w, check for excessive noise, check function of soft mode switch (safety system), check for air leak, check attachment coupling with attachments and check the attachment coupling. It was noted in the service order that the device did not function. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.